Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor failed per specifications. Also, unable to confirm the insertion anomaly due to the customer returning the needle separated from the sensor base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having difficulties with serter releasing sensor. During troubleshooting, customer also reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 60 and blood glucose was 88 mg/dl. Customer reported that issue occurred 6 months prior to call but would still occasionally experience issue.